Event description:
It was reported that during an unknown procedure, a solid tone was heard and the device could not pass the pre-run test again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade tip broke off inside the tube and not returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emits a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. For gen04, this signal is typically an error code 5: instrument. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. When this occurs, the instrument will stop activating. The user needs to perform troubleshooting on the system to continue. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.